Manufacturer narrative:
Correction: d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing, "fail psi test" was not reproduced. A review of the history log revealed multiple occurrences of "downstream occlusion!" Alarms were recorded but downstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream and force sensor was out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi (pounds per square inch) testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.